Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited far-field r wave oversensing resulting in inappropriate auto mode switch. Device was reprogrammed. Patient¿s condition was stable.